Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 454 mg/dl and diabetic ketoacidosis. The customer was bolusing with the insulin pump but her blood glucose remained high. The customer was treated with insulin trip and after four hours her blood glucose was 71 mg/dl. The customer experienced high blood glucose for about three weeks. The customer's insulin pump also alarmed with no delivery. Troubleshooting did not occur and the customer will call back when she gets out of the hospital. No products were returned or replaced.